Manufacturer narrative:
This rv lead has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient received an inappropriate shock and their right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 200 ohms. The physician suspected the rv lead had fractured. Surgical intervention was performed and the rv lead was explanted and replaced. Some adhesions and damage was noted with the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Visual inspection noted partial ware on the terminal boot approximately four to five centimeters (cm) from the terminal pin. Multiple cuts were also noted in the insulation approximately 13.5 cm and 20 cm from the terminal pin. An x-ray taken showed the distal high voltage cable was fractured approximately 3.5 cm from the terminal pin. Overall, analysis was able to confirm the clinical allegations made against this lead in the field.